Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was elevated on the transplant list due to increased lactate dehydrogenase (ldh) 1.45 times upper normal, no identified thrombosis, elevated central venous pressure and pulmonary artery pressure (cvp/pa). Pump malfunction given lab abnormalities and hemodynamics was suspected. There was no recent change in pump parameters or anticoagulation reported. A computed tomography (CT) scan and an echocardiogram were performed, not showing any signs of pump thrombosis. The patient was asymptomatic and received a transplant on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (hmii lvas) did not reveal any device-related issues. The patient was transplanted on (B)(6) 2022 due to increased lactate dehydrogenase (ldh). A direct correlation between the hmii lvas and the increased ldh could not be conclusively determined. The lvas was returned assembled with the driveline (dl) cut approximately 3.25¿ from the pump housing. An additional internal portion of the driveline was returned measuring approximately 6.25¿. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump's inlet port. The apical sewing ring was present around the inlet tube and was secured in place with a green suture and white zip ties. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of the lvas, visual inspection of the blood-contacting surfaces within the pump and cannulas revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.